Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer stated the fork is not staying screwed into the frame. The dealer stated no patient injury or property damage occurred.

Manufacturer narrative:
The device was evaluated by the returns department which found that the threads are stripped inside left side headtube. The threaded stud has come loose and did not receive threaded stud possibly due to large hole in carton.

Event description:
The dealer stated the fork is not staying screwed into the frame. The dealer stated no patient injury or property damage occurred.